Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received results ranging from hi (greater than 33.3 mmol/l) to 9.4 mmol/l within 10 minutes on the aviva expert system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.